Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The polaris spectra system control unit (scu) was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The scu was returned for analysis. Functional testing found that the scu was found to be malfunctioning causing the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site has had issues verifying instruments in the spine software. The site reported that sometimes they get camera disconnected.